Event description:
It was reported while using bd vacutainer® lh pst¿ ii plus blood collection tubes, the separator gel of an unspecified number of tubes is contaminated with red blood cells resulting in high values of lactate dehydrogenase (ldh). No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.